Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of daptomycin was confirmed through a review of the device logs and was determined to be due to a use error. The infusion rate was reported to be 100ml/hr, however the log review confirmed that the suspect device was programmed at a rate of 200ml/hr and was allowed to infuse for 7:39 minutes. ¿ thorough laboratory testing performed on the suspect pump module found the pump module performing within specification and having no errors or malfunctions. ¿ during testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. ¿ inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. ¿ the logs from the pcu and pump module were reviewed to investigate the event reported on november 6, 2024, at 10:33 am. It was found that the devices were turned off at that time. ¿ the pcu and pump module were powered on at 10:38 am, with the pump module assigned to channel a. A new patient was selected, and an infusion of daptomycin was started at 10:39 am with a rate of 200ml/hr and a vtbi of 100ml. ¿ the infusion was paused and restarted multiple times, with changes in programming, including an adjustment of the rate to 50 ml/hr. At 10:47 am, the pvi was 24.705ml. ¿ the pcu was powered off at 10:48 am and powered on again at 10:52 am. A new infusion was programmed at 100ml/hr with a vtbi of 50ml, starting at 10:54 am and ending at 11:04 am when the "channel off" key was pressed on the pump module, with a final pvi of 41.08ml, thus powering off the pcu. ¿ the total primary volume infused for the primary infusion was recorded to be 41.08ml. ¿ a review of the pcu error logs showed no records associated with the reported incident. ¿ it was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of daptomycin is attributed to be due to a use error. The infusion rate was reported to be 100ml/hr, however the log review confirmed that the suspect device was programmed at a rate of 200ml/hr and was allowed to infuse for 7:39 minutes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of daptomycin (350mg/50ml bag). The daptomycin was intended to infuse at a rate of 100ml/hour with a volume to be infused of 50ml. However, the medication was found to have infused within 10 minutes. The event occurred at 1033. The infusion was stopped. There was patient involvement, but no harm. During follow up with bd technical practice consultant, the customer indicated they had run rate accuracy level of testing and found no issues, ¿ 8100-rcs was used on level of testing. The hospital biomed did not run a calibration on the reported device.